Manufacturer narrative:
The reported catheter 'difficult to insert issue' was not confirmed. No physical damage was found on the returned solex catheter (lot 86347) . The catheter passed functional testing and performed as intended. A visual inspection of the returned catheter was performed and no physical damage (bent or kink) that could account for the difficult insertion was noted. The catheter was covered in dried blood. During functional testing, a standard zoll guidewire was slowly inserted into the tip of the catheter and exited one of the infusion ports without resistance. The guidewire could be passed through the entire length of the lumen with no resistance. Since the guidewire used in the case was not returned for evaluation, further investigation could not be performed. A kinked guidewire could not be ruled out as a possible cause for the reported difficult insertion of the catheter.

Event description:
It was reported that a male patient was admitted to the hospital due to a cardiopulmonary resuscitation (CPR) problem, the interventionist was able to insert the solex 7 heparin catheter in the patient's left internal jugular, about 20cm over the wire, then the solex catheter could not be pushed further. The guidewire was unable or difficult to remove. The position of the catheter in relation to the guidewire could not be changed. The guidewire and solex catheter were removed. The same incident occurred with a second solex catheter, user replaced the second catheter. The user was able to use a third solex catheter to complete the ivtm thermogard treatment without problems. One of the solex catheter was discarded, but the other solex catheter would be returned for evaluation. User have not received any indication of a pre-bent/damaged guidewire. Guidewire was discarded. No different temperature management procedures were performed. There were no ivtm thermogard system alarms noted. No consequences or impact to patient. Related MFR number 3010617000-2019-00356 guidewire and MFR number 3010617000-2019-00274 solex catheter lot 86948.